Event description:
The device stopped working during a gastric bypass procedure. There was an error code 5 displayed and the customer tried to retighten the device but it would not work. The procedure was completed with a second device and there was not pt consequence.